Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was reset, and the customer loaded a cartridge onto the pump to resolve the issue.